Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. Returned t/c passed weight, safety, and eit. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. The returned device passed all field return tests and inspections. The evaluation of returned device indicated that the wcd performed as intended. Wcd role in patient death is unrelated and the patient expired apparently due to pulseless electrical activity unrelated to wcd indications for use. There is no indication of a product malfunction.

Event description:
Patient's caregiver reported that the patient passed away on 11/25/2023 while still wearing the wcd system. MDR filed due to reported patient death. Wcd role in patient death is pending evaluation of to-be-returned device.